Event description:
The customer reported that they were having power issues.

Manufacturer narrative:
(B)(4). The customer reported that they were having power issues. A philips field service engineer went to the customer site and verified the failure. The ac power module had failed. The customer replaced the ac power module which resolved the failure.